Manufacturer narrative:
This foreign, cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure in 2008, with a lesion in the distal left anterior descending branch. The lesion was a de novo, heavily calcified and moderately tortuous with 90% stenosis. A 3.0 x 23mm cypher stent was delivered, and when the stent delivery system was inflated up to 10atm, the balloon rupture. This was confirmed by leakage of the contrast medium. As the stent was only deployed at the proximal end, the stent delivery system, with the stent mounted, was withdrawn out of the patient. Two other cyphers were implanted and the procedure was successfully completed. There was no patient injury reported. The physician commented that the balloon ruptured one second after inflation was applied. The distal end of the stent was not dilated with the balloon ruptured, so removing the cypher with the stent mounted was successful.